Event description:
Customer reports, the catheters supplied to him are softer than others he had tried before. Because of this, the catheters collapse in the middle causing much bleeding. No serious injury occurred. No medical intervention was necessitated.

Manufacturer narrative:
A review of the lot history was unremarkable. No other complaints have been received against this lot. Due to the nature of thermosensitive polyvinyl material, there are some variations in stiffness from batch to batch. Co advised the customer that chilling or cooling the catheter prior to use will stiffen the catheter. This technique may help the customer use the product with more comfort.